Event description:
It was reported that a pin broke off and was jammed into the corresponding receptacle of the therapy connector. The device was unable to connect to a therapy cable and provide defibrillation therapy. There was no report of patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly and verified that a low voltage pin was broken and stuck in the corresponding connector.